Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Subsequently, this triggered a lead safety switch (lss) to unipolar configuration. There was one episode that showed oversensing due to noise. Technical services (ts) suspected of insulation damage, but further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.